Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The allegation was confirmed. The probable cause was determined to be a defective u14. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test were performed and failed due to the receiver not turning on, even with a good known battery. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.